Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0908: applicable to registration points appearing to not be on the patient's face. A0907: applicable to failing to get a passing registration 3 times in a row. A23: applicable to issues registering a patient during the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were issues registering a patient during a case. Surgeon's preference was to use the registration method with the 3d computer aided design (cad) model of the patient tracker (they like seeing points being collected immediately, as opposed to getting a minimum trace first). The registration method with the 3d cad model of the patient tracker failed to achieve a passing registration three times in a row, and registration points appeared to not be on the patient's face. Troubleshooting steps included rebooting the system and changing power sources, but the issue persisted. The registration method was then changed to strictly trace with two touchpoints added, which allowed registration to pass, although it was not the surgeon's preferred method. The staff were using a side emitter and a non-invasive patient tracker, and it was noted that the system was not always plugged into a dedicated power outlet. This resulted in a pr ocedural delay of less than one hour, and no reported patient impact.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs and archive were reviewed. Three application sessions were available for the incident reported date dealing with two patient datasets. The reported problem with registration difficulty could be observed from log analysis for the second patient dataset, with multiple registration failures (accuracy metric >5mm). The registration metric improved only after 2 touch points were added by the user. The archive was reviewed. It also included two patient datasets. The first patient dataset had multiple computer tomography (CT) exams available while one CT exam was selected. The imaging coverage included the entire head, with the field of view spanning from the top of the head down to the upper lip, including the nose. One registration was available with 1.9mm. The trace pattern was found to be symmetric with some of the trace points collected on the cheeks (restricted as per the instructions available in the registration task). A few of the points were in the air and a few sunk inside the skin. The second patient dataset also had one CT exam. The imaging field of view was limited, excluding the upper portion of the head. The scan coverage began above the eyebrows and extended to the upper lip. Multiple registrations were available with varied accuracy metric with 1.3mm being the best. This 1.3mm registration had two touch points included. The trace pattern was found to be symmetric in almost all these registrations. Without distinct touch points and due to the symmetry of the registration pattern, it was challenging for the software to accurately determine the anatomical orientation and the registration pattern seemed to be shifted for this reason. The touch registration could be a better fit for scans having lesser anatomy. The analyst was suspecting the registration difficulty was due to the symmetric trace pattern and the limited anatomy available in the scan. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Correction: d3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was a functional endoscopic sinus surgery (fess.)